Event description:
During out pt treatment, the pt's ventilator gave sporadic breaths and shook. The ventilation rate became rapid. It was reported that the screen went blank when the "power save" was in the off mode. The pt was transferred to a hospital ventilator. No adverse pt effects were reported. Manual ventilation was not employed during the transfer. The ventilator was evaluated by the local equipment service company. A high baseline pressure was observed. The device delivered rapid breaths and auto-triggered. An overhaul and verification procedure was performed, but the rapid ventilation rate and auto-triggering malfunctions were not resolved. The ventilator was returned for further investigation.

Manufacturer narrative:
(B)(6). A visual inspection of the returned unit revealed that the main gas outlet assembly was indented and misaligned. The ventilator calibration tables were printed and inspected. No function errors were noted. The ventilator was operated at the pt's setting employing a breathing circuit and test lung. Sporadic breaths and auto-triggering were observed and a gas leakage was heard from the main gas outlet assembly. An examination of the main gas outlet assembly revealed that a torx screw that held the main gas outlet in place had broken off. The left side panel was observed to have minor damage as well. This resulted in gas leakage between the main gas outlet assembly and the left side panel assembly. The reported complaints for rapid ventilation rate and auto-triggering were confirmed after further evaluation. The root cause for the reported failure was determined to be due to the main gas outlet assembly. The screw for the outlet assembly was replaced and the assembly was properly aligned. The complaints of a blank screen, vibration and high baseline pressure were not confirmed. Calibration and operational verification testing were performed and the unit met all its specifications. The ventilator was returned to the customer and no further issues were reported. A review of the device history record showed that there were no non conformance events with this unit.